Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the manufacturer representative (rep) that a power on reset (por) error occurred on the patient (pt) handset. The rep said the patient had not charged for a long time. Technical services (ts) asked, but it was unknown how long it had been since the patient had charged the ins. The rep reported they were unable to communicate with the ins and ts reviewed that they will need to charge the ins and use clinician application to clear the por message. Additional information was received from a manufacturer representative (rep) on 2021-oct-11. The rep reported that the cause of the power on reset was unknown and that it was unknown what most likely caused or contributed to the issue. In response to the inquiry for if the cause of the inability to communicate with the ins after the por had been determined, the rep replied ¿unknown,¿ and that it was ¿unknown¿ what most likely caused or contributed to the issue. The rep stated that ¿yes,¿ the issue had been resolved and that ¿yes,¿ the patient was able to successfully recharge the implant.